Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to the digital pcb assembly. The customer received a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would intermittently power on by itself. This is an indication that the keypad of the device may be inoperable and defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would intermittently power on by itself. This is an indication that the keypad of the device may be inoperable and defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.